Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. Twenty four months post the placement of a taxus express2 drug eluting stent, the patient suffered from a stent thrombosis which required angioplasty and the placement of a bare metal stent (unspecified type). No additional patient complications were reported. Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.